Manufacturer narrative:
A ge rep evaluated the system, and replaced the b380 board and panel. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported that boot up failed from the left panel. No pt injury was reported.